Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic ivor lewis esophagectomy, leaks were observed, however, there was no issue during the procedure.